Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained of 78, 113, 110, 115 and 113 mg/dl. The customer's expected fasting blood glucose test result range is 140 - 160 mg/dl. Wife stated at last regular doctor's visit on (B)(6) 2017, the customer's fasting blood glucose result was 135 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored in the pantry, wife stated it is not directly in the kitchen or by any appliances and away from any heat. The test strip lot manufacturer's expiration date is 02/17/2019 and open vial date at time of call is one month. The meter memory was reviewed for previous test result history: (B)(6).